Event description:
Customer reported that a patient underwent an atrial-septal defect repair in 2008, and was returned to surgery one week later for a reported recurrence of the defect. The surgeon reports that he observed a broken suture during the repeat surgical procedure. The suture was removed and the repair completed with an unspecified braided suture. The patient is reported as "doing fine."

Manufacturer narrative:
Date sent to the FDA: 09/05/2008. Result: the returned actual suture was visually examined. The used suture was consistent in appearance to blue prolene. The suture piece was <2cm with surgical debris and significant memory of multiple loops consistent with a slipped knot. The two ends of the suture fragment were cut. Conclusion: user error caused the event. The suture has two ends and multiple loops between these ends. Nothing appears to pass through the loops; this portion of the suture is consistent with an untied knot. The product insert cautions the user that adequate knot security requires the accepted surgical practice of flat and square ties with additional throws as warranted by the surgical circumstance and experience of the surgeon.